Event description:
PATIENT REPORTED THROUGH REGULATORY AGENCY "FATIGUE", "DEPRESSIVE EPISODES", "SEVERE PAIN OF VARIOUS COLORS", "RHEUMATIC COMPLAINTS (JOINT STIFFNESS, JOINT PAIN)", "MUSCLE PAIN", "MUSCLE TENSION", "WEIGHT FLUCTUATIONS, TENDING TO INCREASE", "CONCENTRATION AND MEMORY DISORDERS", "MOOD SWINGS", "HEART STUMBLING", "FREQUENT INFLAMMATIONS IN THE URINARY TRACT", "COMMON INFECTIONS", "SLEEP DISORDERS", "BII (BREAST IMPLANT ILLNESS)" CONSIDERED NOT DEVICE RELATED AND "CAPSULAR FIBROSES". PATIENT WAS PRESCRIBED VARIOUS MEDICATIONS, PAIN MANAGEMENT AND PSYCHOTHERAPEUTIC SUPPORT. THIS RECORD IS FOR AN UNKNOWN SIDE. DEVICE REMAINS IMPLANTED.

Manufacturer narrative:
A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCES NOTED. THE EVENT OF "CAPSULAR CONTRACTURE" IS A PHYSIOLOGICAL COMPLICATION AND ANALYSIS OF THE DEVICE GENERALLY DOES NOT ASSIST ALLERGAN IN DETERMINING A PROBABLE CAUSE FOR THIS EVENT. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: CAPSULAR CONTRACTURE, BAKER GRADE UNKNOWN.

Event description:
Patient reported through regulatory agency "Fatigue", "Depressive episodes", "Severe pain of various colors", "rheumatic complaints (joint stiffness, joint pain)", "muscle pain", "muscle tension", "Weight fluctuations, tending to increase", "concentration and memory disorders", "mood swings", "heart stumbling", "Frequent inflammations in the urinary tract", "Common infections", "sleep disorders", "BII (Breast Implant Illness)" considered not device related and "capsular fibroses". Patient was prescribed various medications, pain management and psychotherapeutic support. Later patient reported "Capsular fibrosis Baker III", "capsular fibrosis Baker IV", "membranous tissue piece with roughened surface", "several punctiform calcifications" and "Soft tissue with hyalinized fibrosis, focal chronic inflammation, synovial metaplasia, local calcifications and silicone deposits". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: A.2., B.5., D.6a., H.6.